Manufacturer narrative:
One used sample was returned for eval. The device was returned in the retracted position. The device safety mechanism was reset and functionally tested. Testing of the device confirmed that the safety mechanism functioned as intended. No other device issues were found. The reported issue could not be confirmed to be device caused, as the returned sample was found to perform as specified.

Event description:
User facility reported that the device was being removed from use with pt. According to reporter it was difficult to retract the needle tip into the safety device and user sustained needle stick. According to user facility the user received treatment for blood exposure. No permanent adverse effects reported to user at this time.